Event description:
The complainant reported that the electrodes delivered a shock and then were no longer recognized by the defibrillator. A time delay occurred for the next defibrillation for v-fib. Pt is deceased.